Event description:
The patient had a catheter revision around (B)(6) 2012. The device system was delivering lioresal. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).